Manufacturer narrative:
The t:slim g4 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and became unresponsive after the pump got wet. Reportedly, the reason for the cracked screen was unknown. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.